Event description:
During a donor look-back it was discovered that the defense blood standardsystem (dbss) did not place a platelet donor who had a repeatedly reactive hbsag on an 8 week deferral. Currently in dbss, if a donor has a repeatedly reactive hbsag, but a negative neutralization test, the donor is given a surveillance code. This surveillance code flags the donor so that on subsequent donation test results for infectious disease are compared to previous results in order to determine the suitability of components produced from the current donation. Dbss doesn't place the donor on an 8 week deferral. For whole blood donors, dbss will display a message that indicates the donor is < 56 days from the last donation but for apheresis donors no 8 week deferral is indicated.